Event description:
My (B)(6) daughter has had to go without her dexcom g6 for the past 2 days because the applicator keeps getting stuck and won¿t release. We¿ve gone through 4 sensors trying to get it to work. I spoke to dexcom yesterday and they had no suggestions on what to do, just said they would send out more. During today¿s attempt this is what we found when pulling it off. ¿a big metal pin.¿